Manufacturer narrative:
Medwatch sent to FDA on 07/07/2016. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The events of infection and inadequate tissue ingrowth are physiological complications, and analysis of the device generally does not assist allergan in determining a probable cause for these events. This report and report number 8020862-2016-00036 will be submitted for the same patient. This report is for the left side seri device. Report number 8020862-2016-00036 is for the right side seri device. The explanted device has not been returned. Therefore, no analysis or testing has been done. Device labeling addresses the reported event of infection as follows: "adverse reactions are those typically associated with surgically implantable materials, including infection, inflammation, adhesion formation, fistula formation, and extrusion."

Event description:
Healthcare professional reported left side seri device with 'possible infection' and 'seri did not integrate.' The concomitantly placed silicone gel breast implant was explanted.

Manufacturer narrative:
The events of "inflammatory reaction" and "seroma" are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events.

Event description:
Healthcare professional reported additionally, "seri® did not integrate, causing a seroma and inflammatory reaction".